Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test due to blank display. Insulin pump received with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display even after battery change. Blood glucose level at the time of the incident was not provided. During troubleshooting, customer mentioned there was a crack in the battery compartment. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.